Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the device does not show any visually detectable deviations and seems to be functionally intact. The returned proximal femoral nail anti-rotation blade was locked and unlocked in a functional test and no dysfunction could be detected. The same procedure has been performed with similar products and no difference in handling and function of both devices was noticed. The described condition could not be replicated during this functional testing. Since there were no visually detectable flaws in the returned product and functional testing was successful the complaint is deemed invalid. It is unknown if device was implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade cannot be locked. This report is for 1 of 1 complaint (B)(4).